Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple, intermittent cartridge alarms (alarm 29, alarm 30) occurred with multiple cartridges during basal delivery, and the load process. Blood glucose was 66 mg/dl. Reportedly, the customer was able to load a cartridge successfully and continued using the pump for insulin therapy.